Event description:
Symptoms include shakiness, sweating, dizziness, confusion and fast heartbeat. The patient had redness on the site, swelling and pain. The patient also complained of headache while on insulin therapy.